Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys estradiol iii assay results for one patient sample from cobas 6000 e601 module serial number (B)(4). The initial result on (B)(6) 2018 was 120.5 pg/ml. On (B)(6) 2018, the repeat result was 1088 pg/ml. On (B)(6) 2018, the repeat result was >3000 pg/ml. This result was questioned. With a 1:5 dilution the result was 1286 pg/ml. On (B)(6) 2018, the repeat result was 2829 pg/ml and with a 1:5 dilution the result was 1350 pg/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. Other samples tested for estradiol on the day of the event were checked and the results were acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.